Event description:
Event description guidant received information that the clinician reported that while this patient was monitored by telemetry, this pacemaker displayed pauses in pacing.

Event description:
Guidant received information that the clinician reported that while this patient was monitored by telemetry, this pacemaker displayed pauses in pacing. This device was returned for analysis to boston scientific.

Manufacturer narrative:
A guidant representative interrogated the device and reviewed patient data. No abnormalities were apparent. The device remains implanted and no adverse patient effects were noted. No additional information is available at this time. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.